Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information.

Event description:
It was reported during a retrograde cervical c2 paddle lead placement surgery on (B)(6) 2021, while attempting to advance the lead blank, they ran a neuromonitoring test and noticed limited to no sensory or motor response on the patient's left side. The lead blank was removed and procedure was abandoned. Throughout the next hours, the left lower extremities noticed some recovery whereas the left upper extremity was still not responsive. No additional information is available at this time.

Event description:
Additional information received indicates that patient is slowly gaining function.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.